Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests her blood glucose between three to six times a day and manages her diabetes with novolog insulin (sliding scale based on her blood glucose result with the subject meter) administered via insulin pump. The patient alleged that the issue began on (B)(6) 2011 at 3am. The patient clarified she woke up several minutes prior to the alleged issue with high blood glucose symptoms of nausea, frequent urination, and thirst. The patient confirmed she obtained blood glucose results of "392, 403, 455, 166, 429, 397mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient does not recall her previous blood glucose result prior to the onset of her symptoms and does not recall what action she took in response to her previous result. The patient indicated she did not feel her insulin pump was working properly and decided, an hour after the issue began, to administer her novolog insulin (between 10-20 units) manually with an insulin pen. Four hours after the alleged issue occurred, the patient confirmed she finally decided to go to the emergency room (ER). Prior to going to the ER, the patient clarified she made several attempts to lower her blood glucose results with insulin, however, the patient indicated she was not able "to get control" of her symptoms. During her time in the ER, the patient confirmed she obtained blood glucose results "over 500mg/dl" with both the ER's meter and laboratory test. The patient indicated she was administered IV fluids and an insulin drip and was soon after admitted to the hospital. During her time in the hospital, the patient clarified several blood test were performed and it was discovered that the patient had an elevate white blood cell count. Per the patient, she had developed an infection (non- diabetes related) a day prior to the alleged issue that had caused her blood glucose to elevate. The patient's blood glucose and infection was monitored throughout her stay; the patient was released six days after the alleged issue began. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Although the patient was treated for hyperglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed her symptoms began prior to the alleged issue and was a result of an infection that had developed before the reported meter issue began. However, this complaint is being reported because the alleged power issue remained unresolved.